Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6)2015 with the following findings: the keypad cover was observed to be missing. Evaluation revealed that all of the keypad buttons were intermittently responsive. Evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons and contamination underneath the keypad contacts. This report is made based on results of investigation completed on (B)(6)2015.